Manufacturer narrative:
The customer stated that their staff, who used to be bio-technician, was able to fixed the problem, but not sure how it was fixed. Instrument is operating acceptably. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cx4 sample/reagent wash stations are backing up on the synchron cx9 alx clinical system. No operator exposure or injury was reported.